Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were hard to press. It was reported that issue occured several times with other insulin pumps. Customer's blood glucose rose to 500 mg/dl and customer was taken to the hospital with diabetic ketoacidosis. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent escape, act, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. All operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had minor scratched lcd window.